Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown.investigation summary: a complaint of tubing being stiffer was received from the customer. No product or photo was returned by the customer. The customer complaint of tubing defective/ damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 30262e because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd alaris smartsite extension set the tubing was defective. There was no report of patient impact. The following information was provided by the initial reporter: the current extension tubing is still stiffer than the IV tubing. We bend the extension tubing to tape it, and this stiffness causes tension on the site of insertion, leading to difficulty taping the IV in place and increased inadvertent dislodgements.